Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keeps alarming air in line when there is no air in the line. A review of the event history log identified 'keeps alarming air in line when there is no air in the line' as multiple air in line messages. The cause was determined to be the ultrasonic sensor reading out of the calibrated specification range. The ultrasonic sensor failed the attempted calibration and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line when there was no air in the line. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.